Manufacturer narrative:
The vitamin b12 immunoassay reagent lot number is 806422. The vitamin d total iii reagent lot number is 828391. The expiration dates were requested but not provided. The field service engineer (fse) inspected the analyzer and found leaking pinch valve tubes. He replaced the valve and tubes. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin b12 immunoassay and elecsys vitamin d total iii assay results from several patient samples tested on the cobas e411 rack. Three patient samples with discrepant results were provided: on (B)(6) 2025: patient sample 1. Vitamin b12. The initial result of the undiluted patient sample was >1476 pmol/l. The first repeat result at 2x dilution was 145.1 pmol/l, with a final calculated result of 290.2 pmol/l. The second repeat result at 2x dilution was 134.1 pmol/l, with a final calculated result of 268.2 pmol/l. The third repeat result of the undiluted patient sample was 190.1 pmol/l. Patient sample 2. Vitamin b12. The initial result of the undiluted patient sample was >1476 pmol/l. The first repeat result at 2x dilution was 289.1 pmol/l, with a final calculated result of 578.2 pmol/l. The second repeat result of the undiluted patient sample was 479.1 pmol/l. On (B)(6) 2025: patient sample 3. Vitamin d. The initial result of the undiluted patient sample was >300 nmol/l. The first repeat result at 2x dilution was 57.39 nmol/l, with a final calculated result of 114.78 pmol/l. The second repeat result of the undiluted patient sample was 93.86 nmol/l.

Manufacturer narrative:
The elecsys vitamin b12 immunoassay and elecsys vitamin d total iii assay calibrations and qcs were acceptable. The field service engineer inspected the analyzer and found one of the tubes to be out of specification. He replaced the pinch valves and tubes. He performed successful mechanical, instrument, and precision checks. The investigation determined the event was consistent with sample and reagent pipetting issues due to the tubing. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.